Manufacturer narrative:
Submit date: 02/23/2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to coviden that a customer experienced an issue with a feeding tube. The customer states the stylet was difficult to remove from the feeding tube during insertion.

Manufacturer narrative:
Submit date: 6/21/2017. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A corrective action is not deemed necessary at this time. The process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to coviden that a customer experienced an issue with a feeding tube. The customer states the stylet was difficult to remove from the feeding tube during insertion.